Event description:
Pt reported defective device regarding replacement baxject ii reconstitution devices. Education was provided regarding defective device and explanation of new devices being sent. Patient stated he's not at home and doesn't know how many vials he has on hand, but stated he will call back to provide lot numbers and quantity of vials on hand. Unknown how device was defective, if pt missed any doses, if adverse event occurred, or if pt has device on hand for return to manufacturer. Lot number and expiration date unknown. No further information. Reported to cvs/caremark by: patient/caregiver.